Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have the patient's permission to contact the surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the surgeon¿s name, contact information. If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient¿s husband that the patient underwent umbilical hernia and gallbladder procedure approximately 7 weeks ago and suture was used. During the procedure the surgeon used a couple of stitches to close the hernia with suture. Following the procedure, the patient experienced a reaction to an unknown suture. The patient started to have acid reflux and abdominal cramping within 24 hours of the surgery. The reflux worsened over the following days and weeks, with near constant abdominal pain. The patient has not had a regular bowel movement since the procedure, with bowel movements of minimal quantity and every few days apart. The patient underwent CT scan which showed constipation but no bowel obstruction. The patient has been on benadryl, prednisolone, cromolyn sodium and several probiotics and laxatives since the surgery. The patient was initially on oxycodone post-surgery for approximately one week and has only taken it a couple of times when abdominal pain was too great and not responding to acetominophen. The patient¿s husband reported that the patient has no local redness but has had intermittent swelling to the surgical site as well as the left and right lower abdomen and right upper quadrant of the abdomen, and the patient has also been very tender to touch to the umbilical area. Additional information has been requested.